Event description:
In situ measurements show 2 electrode channels in high impedance status. The reason og hi impedance channels is unk at this point in time. The pt will be monitored on a monthly basis. The pt will be seen on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been determined.

Event description:
The in-situ measurements showed fluctuating values of impedance on some electrode channels over time. No trauma or accident was reported.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).